Manufacturer narrative:
Other, other text: returned device was received with wear and tear damaged enclosure, plate clip, and line cord. Broken pole clamp and front cover. Missing tank cover. Pcb with blank lcd. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that smiths medical, level 1 fluid warmer had a bad lcd. No adverse patient effects were reported.